Event description:
It was reported that cgm displayed error message 42 and customer could not start sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions to perform pump reset, completed reset with assistance, and successfully started sensor session with no further cgm error messages reported.